Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, the reported event was found to be due to failure of a printed circuit board. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the front panel was not working on the evis exera iii video system center. It was reported that the switch could not be turned on. The issue was found during preparation for use. There was no patient involvement reported.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additional information during inspection and testing found the front panel froze and all the leds lit up due to faulty printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.